Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was dropped and now the wake button no longer functions. Troubleshooting with tandem technical support was performed. The pump still turns on when plugged into a power source. Customer's blood glucose level was 220 mg/dl. Customer delivered an insulin shot and stated they will continue to use shots of insulin for insulin therapy.